Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation at 6 atmospheres for 30 seconds. The procedure was completed with a different device. There was no patient injury.

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation at 6 atmospheres for 30 seconds. The procedure was completed with a different device. There was no patient injury. It was further reported that the balloon ruptured upon first inflation. The balloon was slowly pulled back and completely removed from the patient's body without any problem.